Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon eval, charge profile faults were seen, causing the service code 102. The computer/analog board on the monitor had a defective switching regulator component, u1. The r45 resistor was also defective. The root cause of the defective u1 and r45 cannot be positively determined, but is likely due to a random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) year old male pt contacted zoll customer support to report that the pt was receiving alarms the previous night. A review of the pt's download revealed several "service code displayed" errors. The pt was issued a replacement monitor.